Event description:
Pt reports they are experiencing hand and leg pain and headaches. Pt also reports that several cassette malfunctioned, gave no disposable message on pump. This is not a pump issue, pt changed cassettes an everything worked. Unknown the exact number of cassettes that were defective. Pt does not have defective cassettes available to be returned. Lot numbers of cassettes is unavailable. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.